Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, the reported balloon rupture, resistance during removal and separation were likely due to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with anatomy or associated devices. As it was reported that the balloon was inflated 2 or 3 times before rupturing at an unknown pressure, this suggests that there was no pre-existing damage to the balloon. Additionally, the resistance encountered during removal and separation likely occurred due to the ruptured balloon material catching on the introducer sheath during removal. The surgical procedure to remove the separated portion of the balloon was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-calcified, non-tortuous iliac artery. The 6.0x200mm armada 35 ll balloon was inflated 2 or 3 times then the balloon ruptured at an unknown pressure. Resistance was felt during the attempted removal. The source of the resistance is unknown. Excessive force was applied then the balloon separated. The separated distal portion of the balloon was removed via surgery. There was no adverse patient sequela reported. No additional information was provided.